Event description:
Related manufacturer reference number: 2017865-2023-47746. It was reported the patient presented with an unspecified problem with the atrial and right ventricular lead. The leads were capped and replaced on (B)(6) 2017. The patient was in stable condition.